Event description:
It was reported by the patient that they were experiencing pain due to their lead and tie downs. The surgeon was able to remove both of her tie downs in the neck area using the previous incision. No known additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
E2015- proposed second level coding - protrusion to capture incidents of a device being visible under the skin.

Event description:
Later a response was received by the office of the physician pertaining to the manufacturer's follow-up questions and notification of an off-label implant configuration. It was noted that the cause of the pain was related to the protruding wire anchors. The surgery was noted to be for patient comfort only. When requesting the physician's acknowledgment of this off-label lead configuration, it was clarified that the wire anchors were removed (which is the same component), and not advised by the manufacturer's labelling. No other relevant information has been received to date.